Event description:
Information was received from a patient regarding an external device. Sjm3713 recharger model 3726 ;sn(B)(6) recharging system; ip22; gtin- 05414734405409 9199 for the programmer 3851. The reason for the call was the patient recharger got broken and they couldn't recharge their implant. Patient mentioned it was working fine until the battery ran out. They also got a new recharger a while back ago, unfortunately it got broke yesterday. Patient mentioned they were with st. Jude medical. Agent redirected and provided the phone number of st. Jude medical. Agent didn't ask for the notified, event date also their healthcare provider (hcp) since patient didn't have spinal cord stimulator from this manufacturer. Reference report mw5168905. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).